Manufacturer narrative:
The investigation reviewed the alarm trace; no issues were noted. The field service engineer (fse) inspected the module and determined the event was caused by the customer's water maintenance. The customer¿s water system underwent maintenance activities before the questionable results were generated. The fse instructed the customer to perform 100 mechanical checks, recalibrate, run qc, and perform a precision check. The results were successful. The investigation determined the event was caused by the customer's water maintenance. Product labeling states "operating conditions water requirements electric power supply - bacteria-free, deionized water. < 10 cfu/ml; conductivity 1.0 s/cm or less; water pressure 50-340 kp; water supply volume max. Water consumption per c 501 module: 40 l/h." After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 726637. The expiration date was requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 (ca2) and other assay results from 29 patient samples tested on the cobas 6000 c 501 (ul) v. The initial result was reported outside of the laboratory. The emergency room (ER) physician questioned the result prompting the rerun of the patient sample on their other c 501 module. The initial result from the module was 7.9 mg/dl. The repeat result from the other module was 9.8 mg/dl. The repeat result was deemed correct.